Event description:
It was reported that the delivery catheter and leadless pacemaker (lp) were unable to cross the tricuspid valve. The lp and delivery catheter were removed, and the lp was unable to be released from the delivery catheter. The lp was replaced to resolve the event, and the patient was in stable condition.